Event description:
The product was applied during an unspecified abdominal procedure involving one pt. Reportedly, the suture broke. The surgeon used another product to complete the procedure. The hospital has reported no pt injury occurred.